Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg is unable to communicate with external devices and is deemed inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.